Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The report suggests a leak occurred at the connection of the infusion set and the mz1000 during clinical use. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The report suggesting a leak occurred at the connection of the infusion set and the mz1000 during clinical use was not confirmed. Visual inspection showed no anomalies. Pressure testing did not show any anomalies. The root cause could not be identified.